Event description:
On (B)(6) 2012, the patient contacted animas and stated that the bolus button was unresponsive. The patient denied that there was damage to the bolus button or that there was damage to the keypad. It was indicated that the patient is not currently using the bolus button. The patient reportedly wore the pump in a case outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that the bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.